Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and a corroded battery cap contact. No alarms could be verified due to the blank display. The insulin pump was also received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a failed battery test. Some of the insulin pump menus could be accessed but some could not. The blood glucose reading was 20.9 mmol/l. The insulin pump will be replaced and returned for analysis.